Manufacturer narrative:
The reason for this revision surgery was reported as dissociation after 4.9 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a serious risk the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported that the device was kept by the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part and lot number, the first for a dissociation claim. The root cause for the dissociation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the tibial inset was disassociated from the tibial baseplate.